Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer did not rewind insulin pump and bolused three days worth of insulin into her body. Customer was taken to the emergency room with blood glucose of 37 mg/dl. Customer would call back when able to in order to troubleshoot.